Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow and ok buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive and required increased pressure to elicit a response. The ok button was found to be sticking and hyper-responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.